Manufacturer narrative:
Concomitant product(s): a 5071 lead (x2), implanted: (B)(6)2013. Product event summary: the device was returned and analyzed and no anomalies were found. Tool marks were noted on the device exterior. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged and was undersensing p-waves. The lead was capped and replaced. The cardiac resynchronization therapy defibrillator (crt-d) was also replaced during the procedure due to premature battery depletion. No patient complications have been reported as a result of this event.